Manufacturer narrative:
The tandem t:slim x2 pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms when attempting to deliver a food bolus. The customer's blood glucose level was 485 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the current cartridge and insulin had been in use for 5 days. The customer confirmed new supplies would be loaded onto the pump, and requested to end the call with tandem technical support. During a follow-up call, the customer confirmed completing the load sequence successfully and resuming insulin delivery.